Manufacturer narrative:
Continuation of d10: 6935m55 lead, implanted: (B)(6) 2018; 5076-52 lead, implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a fast ventricular tachycardia (fvt) episode was detected post-anti-tachycardia pacing (atp) therapy for an atrial tachycardia/atrial fibrillation (at/af) episode. The fvt episode was terminated with atp and high voltage therapy. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. It was also reported that the right atrial (ra) lead exhibited undersensing, triggering device-classified false termination of at/af events at times. The lead remains in use. No further patient complications have been reported as a result of this event.